Event description:
It was reported that bd connecta plus3 red had foreign matter when unpacking the package, the head nurse found a black foreign object. The affected quantity was 1 piece. The sample can be returned. Photos can be provided. A green claim is required. A complaint response letter is required. A complaint acceptance letter is required.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that small black foreign matter can be seen on the clear part of the unit near the luer lock connection. Bd determined that the cause of the failure was burnt resin using in the molding process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.